Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet and lacked on-hand pump supplies or backup therapy at the time, prompting education to obtain a glucometer and insulin pen and to address high blood glucose with subcutaneous insulin; later, with supplies available, the user changed the infusion set and cartridge, resumed insulin delivery, and disclosed recent administration of long-acting insulin, after which he was instructed to disconnect and consult his healthcare provider regarding safe timing to reconnect to the ilet. Symptoms included elevated blood glucose. Outcomes included temporary interruption of pump therapy and use of multiple daily injections. Investigation included technical support troubleshooting and user education on supply change and safe transition back to automated insulin delivery. Investigation of this case revealed that the hyperglycemia was consistent with a possible site or cartridge issue but the specific cause remained unclear. It was concluded that the event involved hyperglycemia with cause undetermined, with appropriate mitigation through backup insulin and coordination with the healthcare provider for safe device reconnection. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.